Event description:
Patient reported that back to back tests performed on the patient's surestep meter (each test 1 minute apart) were 146, 159 and 96 mg/dl (47% difference). On follow-up, the patient stated that the meter and strip codes were different (meter=9, strips=11). Meter worked "fine" once the meter code was corrected. No symptoms were reported. There was no allegation of harm.